Event description:
This ra lead was implanted on (B)(6) 2004. A call to technical services on (B)(6) 2011 states that the atrial lead impedance has been stable at 565 until (B)(6) 2011 in which it jumped up to >2,000 for the rest of the month. Then in (B)(6) it was back down in the 500s and has been since according to the dms. Today when the rep is doing an atrial impedance test she is consistantly getting >2,000 ohms. Thresholds are still good at 0.9 v and they are paced in the a so no p-wave mesurement. The rep also mentioned that when she first went to do an atrial lead impdance test the ampitude started at 5.0 v. The rep is working with dr. (B)(6) at (B)(6) but patient's dr. Is (B)(6). Technical services discussed that the nominal value when starting the threshold test will be the programmed value on initial interrogation if no previous results are available or 3 steps above the last measured threshold. Rep stated the atrial output has been unchanged at 2.2 v @ 0.5ms and patient was last seen (B)(6) 2011. Technical services discussed that (B)(6) 2011 they may have done a atrial thre. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).